Manufacturer narrative:
The complaint was confirmed. Based on the condition of the returned complaint sample, the catheter detached from the connector. The two-piece connector was not assembled. There was no evidence that the connector had been assembled correctly. Had the connector been assembled, the barbs on the proximal connector would have locked to the distal connector. The proximal end of the catheter was not compressed, which indicates that the connector was not secured to the catheter. The proximal end of the compression sleeve was flush with the orifice of the distal connector. The catheter was initially occluded with blood residue and could not be flushed. A leak was noted near the proximal end of the catheter in the blue radiopaque stripe. A series of holes were found in the tubing and it appears that the source of the damage came from within the catheter. The exact cause of the holes is unk. The cause of the detached catheter appears to be a user related incident.